Manufacturer narrative:
Citation: franzone a et al. Evolving indications for transcatheter aortic valve interventions. Curr cardiol rep. 2017 sep 14;19(11):107. Doi: 10.1007/s11886-017-0921-3. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the progress in the field of transcatheter aortic valve replacement (tavr) including the expansion of indications for tavr as well as future clinical applications. All data were collected from a comprehensive review of data published through 2017. The overall study population included an unidentified number of patients (demographics not provided), a subset of which were implanted with either medtronic corevalve, evolut r, or melody bioprosthetic valves (no serial numbers provided). Among all patients, mortality rates were discussed. However, no specifics about any deaths were reported. Based on the available I nformation, medtronic product was not directly associated with the deaths. Among all corevalve and evolut r patients, adverse events included: permanent pacemaker implantation, stroke/disabling stroke, re-in tervention, new-onset atrial fibrillation, myocardial infarction, mild-moderate-severe paravalvular aortic regurgitation, major bleeding, and major vascular complications. Other adverse events noted concerning only corevalve patients: second valve required, conversion to surgery, valve embolization/migration, and aortic valve hospitalization. Based on the available information, medtronic product may have been associated with the adverse events. Among all melody patients, adverse events included: re-intervention and recurrent valve dysfunction defined as significant stenosis or moderate-severe regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.